Manufacturer narrative:
H3 device evaluated by mfg ¿updated d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was found to be stuck inside of the microcatheter/hub. The sdw was found to be kinked/bent. The stent was found to be deformed. The stent introducer sheath was not returned. The microcatheter was seen to be cut, and the distal part was not returned. A functional inspection could not be performed as the stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of the stent deployed prematurely during use was confirmed during analysis. The additional reported event of the stent difficult/unable to transfer could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the returned part of the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. It was also reported that continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'after positioning the microcatheter, the physician proceeded with stent delivery. The stent was thoroughly rinsed before delivery. During the delivery process, significant resistance was encountered, preventing the stent from being smoothly advanced into the microcatheter. After multiple attempts, part of the stent was able to enter the microcatheter, but significant resistance persisted during continued advancement. Despite further attempts, the stent was accidentally deployed at the hub of the microcatheter, with part of it inside the microcatheter and part of it in the hub'. The stent was returned for analysis in a deployed condition, with part of the stent in the hub of the microcatheter and part inside the lumen of the microcatheter. Once recovered, the stent was noted to be deformed. The introducer sheath was not returned for analysis. The stent delivery wire (sdw) was returned and was noted to be kinked/bent towards the distal end of the wire. Given the event description and the presence of the stent partially loaded inside the microcatheter proximal lumen, it is possible that the introducer sheath was initially set up correctly but subsequently moved either proximally or distally prior to stent advancement out of the sheath (it is not possible to decide which direction the movement was in as the sheath was not returned for analysis). If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (caused by proximal sheath movement) or the stent would become damaged as it passes through the deformed distal tip opening of the sheath (distal movement). The user will then experience increased resistance while attempting to advance the stent into the microcatheter, resulting in damage to the stent and very often to the sdw as well. Upon realizing this through increased resistance, the user normally withdraws the sdw. When the proximal end of the stent is retracted as far as the hub, the stent will automatically begin to expand into the larger lumen space, thereby freeing up the sdw which slips out of the stent. An assignable cause of procedural factors has been assigned to the reported event of the stent deployed prematurely during use and the stent difficult/unable to transfer and to the analyzed damage of sdw kinked/bent, stent deformed and stent deployed prematurely during use as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during stent transfer/advancement.

Event description:
It was reported during the procedure there was resistance when the subject stent was inserted into the catheter and it could not be advanced smoothly. After several attempts, the stent deployed half in the hub and half inside the catheter. The device was removed and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported during the procedure there was resistance when the subject stent was inserted into the catheter and it could not be advanced smoothly. After several attempts, the stent deployed half in the hub and half inside the catheter. The device was removed and the procedure was completed successfully with no clinical consequences to the patient.